Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient wasn't sure what all the gear was for. They stated that they were not sure if the implantable neurostimulator (ins) was on and working because it did not seem to be controlling. They were up during the night, on the night prior to the report, and lost control before they got to the bathroom. It seemed like gravity would take over when they stood up. They did feel the stimulation during the procedure and they didn't know when they stopped feeling the stimulation. They stated that it was hard to know when they stopped feeling it because, when they were hurting, from the surgical procedure, how do you know? They had an appointment set with the healthcare professional in two weeks after the report to follow-up. On 2017-01-27, it was reported that the hcp wasn't seeing the patient until (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) and it was reported that as of the (B)(6) 2017 visit the symptoms and lack of stimulation sensation was resolved. The hcp reported that the patient was benefiting from the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that she had a bladder infection and was finishing antibiotics. The patient reported that she had an appointment to see their healthcare provider (hcp) on (B)(6) 2017.